Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the sensor. The customer stated that he received the lost sensor alert and that the serter was not working. The customer mentioned that his old insulin pump kept alarming motor error. The customer stated that he only received the motor error alarm when the insulin pump was out of insulin. The customer also was receiving no delivery alarms. The customer stated that he was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was unknown. The customer, prior the hospitalization, was also sick with an illness unrelated to diabetes. The customer stated that he did not realize that he had received the motor error alarm and therefore never cleared the alarm. Troubleshooting was done for the motor error alarm. Advised customer to discontinue use of the insulin pump. Nothing further reported.